Event description:
Customer was removing unit from their vehicle when the trunk lift strap broke. Unit struck the customer's family member. Family member was treated at the hospital where the incident occurred and release with no injuries.